Event description:
The following was reported to hamilton medical ag: the nurse conducted a routine self check of the ventilator, which triggered an alarm and displayed "high oxygen concentration". The alarm continued to sound, and the ventilator made a gurgling noise from the back cover during the self check process. The self check failed, so the equipment department was immediately contacted. The equipment was temporarily suspended at that time. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). As serial number was not provided, UDI information in section d4 could not be filled.